Event description:
Adult daughter ("reporter") reported that mother ("user"), with whom she lives, was using her walker in the yard around lunchtime. The reporter found the user on the ground. The user was near grass-covered upward slope and one wheel was off the walker. The reporter stated she believes the wheel came off while the user was turning uphill on an angle and that the user fell. The reporter stated she does not recall for certain which wheel was off, but believes it may have been the right front wheel. The reporter stated she has never replaced the wheels. The user went to her doctor's office, where she was diagnosed by her doctor as having a pelvis fracture on x-ray. She was treated with painkillers, but without orthopedic set or surgery. The user was not hospitalized but was "immobilized" for six to eight weeks. The user recovered full mobility. Etac has requested that the reporter arrange for pickup of the walker for return to etac for inspection; the reporter stated she would return the walker this week. The reporter stated that she screwed the wheel back on after the incident and has since been using the walker as a cart to move items into and out of the house.

Manufacturer narrative:
Return of device requested for inspection and follow-up. Reporter stated she will return for pickup of the walker this week.